Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the black box data showed a 078 call service alarm on (B)(6) 2015. During testing, the pump emitted a 078 call service alarm. The pump cover was opened and a mechanical assembly fault was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.